Event description:
It was reported that after more than three weeks of intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The customer wanted to discuss options for alternate access and to make sure the balloon didn¿t need to be replaced. A pressure system had not been placed onto the fluid lumen so that was not a possibility. The customer was reassured that alternate access using a radial line was possible. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional information: describe event or problem: device available for eval? From "yes" to "no". The device will not be returned to the manufacturer so we are unable to complete an evaluation. If additional information is provided, we will send a supplemental report with the additional information. Complaint record ID (B)(4). H3 other text : device not returned.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period dec-19 through nov-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint (B)(4).

Manufacturer narrative:
Complete reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The customer wanted to discuss options for alternate access and to make sure the balloon didn¿t need to be replaced. A pressure system had not been placed onto the fluid lumen so that was not a possibility. The customer was reassured that alternate access using a radial line was possible. There was no patient harm or adverse event reported.